Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, it was reported that the patient requested that the device be removed due to a lack of benefit with the device. Subsequently, on (B)(6) 2018, the device was explanted. It is unknown whether the patient was reimplanted, as of the date of this report.

Manufacturer narrative:
Additional: it has since been reported that the reason for explantation was pain. This report is submitted on may 9, 2019.